Manufacturer narrative:
Report source - acute medicine & continuing health. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate. ICU nano clave med ext. Set -central line.

Event description:
It was reported that there was a tubing leaking in the soft section that is inserted into the pump. Nicu.

Manufacturer narrative:
Continued from concomitant medical 11-50ml baxter bag, lot: w9e28c0, exp: may20, 5% dextrose injection the customer¿s report of a leak at the silicone segment was confirmed. Inspection observed a cut on the silicone segment component. The cut was measured as approximately 0.16 inches in length. Testing confirmed a leak from the noted cut. It is unknown how the cut occurred; however no issues were reported during priming. It is likely the damage occurred during use. Although the cut was noted, the set was reprimed. It was observed that the fluid leaked out from the cut. No further testing was deemed necessary. The root cause of the cut was not identified.

Event description:
It was reported that during a nicu infusion d5w at an unspecified rate the user noticed a leak at the silicone segment. The user stated that the tubing was in use for 8-12 hrs when the leak was noticed. The primary tubing was mated to a non bd ext. Set via central line. There was no patient harm reported per customer however the tubing had to be changed.

Event description:
It was reported that during a nicu infusion d5w at an unspecified rate the user noticed a leak at the silicone segment. The user stated that the tubing was in use for 8-12 hrs when the leak was noticed. The primary tubing was mated to a non bd ext. Set via central line. There was no patient harm reported per customer however the tubing had